Event description:
It was reported that this pacemaker device had reached elective replacement indicator (eri). The power consumption appeared to be normal. The lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring at 2446 ohms on non-boston scientific right atrial (ra) lead. There was some undersensing noted. Upon review, the power consumption was elevated due to sensing atrial fibrillation (af). This device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device had reached elective replacement indicator (eri). The power consumption appeared to be normal. The lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring at 2446 ohms on non-boston scientific right atrial (ra) lead. There was some undersensing noted. Upon review, the power consumption was elevated due to sensing atrial fibrillation (af). This device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.